Event description:
It was reported that after opening the package, there was a black spot on the product. Finally a same size product was used to complete the surgery. There was a delay between 30 and 60 min.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was returned opened with its original packaging. The device has a black speck of foreign material on the articular surface. The device shows no sign of use. An additional visual inspection of the returned device was performed by the production quality group and also confirmed the stated failure mode. The device has a black speck of foreign material on the articular surface. A non-conformance investigation was initiated for this event and concluded that the issue was isolated at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. Some potential probable causes for this event could include inadequate cleaning or improper handling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.